Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose was 127 mg/dl. The customer stated that the insulin pump was exposed to fluid. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The customer stated that drive support cap was normal. The troubleshooting was performed for the motor error and fluid exposure. The customer was advised to discontinue use of the insulin pump and refer to back up plan. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.